Event description:
It was reported that the patient presented for revision of the right ventricular lead. During the procedure the lead helix to several turns of the wrench to retract. The helix would then not extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: h6 codes for type of investigation, investigation findings, and investigation findings